Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the right atrial lead was capped for an unknown reason. The physician replaced the cap for the lead. The patient was in stable condition. Further information was requested however, was not provided.